Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 18oct2017. No further follow up is planned. Evaluation summary: a male patient reported the injection button on his humapen ergo ii device could not be pushed down. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1309d02, manufactured september 2013). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of this batch did not identify any atypical findings with regard to jammed pens. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint, concerned an (B)(6) (at the time of initial report) asian male patient. Medical history included coronary heart disease, renal function abnormal, cerebral infarction, high uric acid and hypertension. Concomitant medications included repaglinide and acarbose both used for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) via a cartridge 16 unit in the morning and 8 units at night, subcutaneously from a reusable pen humapen ergo ii, for the treatment of diabetes mellitus beginning on an unknown date in 2014. On an unknown date, while on insulin lispro protamine suspension 75%/insulin lispro 25% therapy, he experienced high blood glucose (values not reported) and from an unknown date in 2015, he was hospitalized three times due to high blood glucose. Reportedly, the injection button of the humapen ergo ii could not be pressed down on an unspecified date in (B)(6) 2017 (product complaint 4121373/ lot number 1309d02). Information regarding corrective treatment and outcome of the events was not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% therapy was continued. The operator of the device and its training status was not provided. The general device model duration of use was not provided as it was started on an unknown date in 2015. The suspect device model duration of use was not provided. The humapen ergo ii was not returned to the manufacturer. The reporting consumer was not sure for relatedness of the events with insulin lispro protamine suspension 75%/insulin lispro 25% and humapen ergo ii. Update 04oct2017: updated medwatch fields for expedited device reporting. No new information added. Update 18oct2017: additional information received on 18oct2017 from the global product complaint database. Entered device specific safety summary (dsss); updated the medwatch fields with device information, the european and (B)(6) (EU/(B)(6)) device information; added date of manufacturer for the suspect humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint, concerned an (B)(6) (at the time of initial report) (B)(6) male patient. Medical history included coronary heart disease, renal function abnormal, cerebral infarction, high uric acid and hypertension. Concomitant medications included repaglinide and acarbose both used for unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) (humalog mix 25) via a cartridge 16 unit in the morning and 8 units at night, subcutaneously from a reusable pen humapen ergo ii, for the treatment of diabetes mellitus beginning on an unknown date in 2014. On an unknown date, while on insulin lispro protamine suspension 75%/insulin lispro 25% therapy, he experienced high blood glucose (values not reported) and from an unknown date in 2015, he was hospitalized three times due to high blood glucose. Information regarding corrective treatment and outcome of the events was not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% therapy was continued. The operator of the device and its training status was not provided. The general device model duration of use was not provided as it was started on an unknown date in 2015. The suspect device model duration of use was not provided. If device is returned, evaluation will be performed to determine if a malfunction has occurred. The reporting consumer was not sure for relatedness of the events with insulin lispro protamine suspension 75%/insulin lispro 25% and humapen ergo ii. Update 04oct2017: updated medwatch fields for expedited device reporting. No new information added.